Event description:
It was reported that the implantable cardiac monitor was associated with a patient who experienced arrhythmia, specifically heart block, and syncope. During a symptom activation by the patient, a significant cardiac pause occurred, which was not auto recorded by the device due to noise oversensing at the start of the episode. The episode was only identified because the patient manually activated the device during symptoms. As a result of the detected heart block and pause, the patient underwent surgical intervention with pacemaker implantation and explantation of the implantable cardiac monitor. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.